Event description:
The power cords supplied with baxter healthcare infusion pumps -models flo-gard 6201 and flo-gard 6301-have shown a tendency of failure of ground conductor. The ground conductor resistance will vary when the cord is flexed with some readings exceeding the range of the test device. The ground conductor was found to exceed 0.5 ohms on 10 of 51 pumps when the pumps were tested during acceptance at the start of the lease period. New power cords were furnished for the pumps. A random sampling of pumps was conducted one month later with 4 of 7 pumps tested failing the ground conductor resistance test. Power cords were repaired by the replacement of the molded attachment plug with a hubbell after market hosp grade plug. The pumps then passed the electrical safety tests. Since april 17, 3 more pumps have been returned to the biomed department for incidental user complaints and failed the ground resistance test during routine examination. Baxter was notifed of the plug replacement and raised the issue of liability responsibility for items under lease. Baxter has stated an intent to replace all known defective cords but has not done so to date. Baxter healthcare is aware of the problem. To date baxter has not furnished any info regarding a resolution. It is the reporter's belief, based on sampling and incidental findings, that the ground conductor in the power cords furnished with the pumps is prone to failure after a relatively short use period. This failure will not be detected until the pump is tested at the regularly scheduled preventive maintenance interval -annually-.

Event description:
Add'l info rec'd from MFR 07/24/03: the facility's reports of failed ground continuity were attributed to defects in the power cords. The facility involved in this report was provided with replacement cords in 2003 and has had no issues since.